Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up in-clinic. During a firmware update, the pulse generator reverted to backup operation. The device was restored. The patient was asymptomatic as a result and will continue with normal follow-up.